Event description:
Additional information received reported that the pipeline twisting was caused by it being unable to open distally. Resheathing was attempted, but the distal end still could not be opened and was removed from the patient. The pipeline had not been placed in a bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the internal carotid artery (ica) with a max diameter of 6.6 mm and a 4.5 mm neck diameter. Landing zone: distal: 4.75 mm and proximal: 4.5 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was good. It was reported that the pipeline is twisted in distal and can't open. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.